Event description:
The pt is a 41 yr old white female who originally had bilateral breast augmentation in 1981 or 1982 below the muscle. Pt has been well other than development of raynaud's phenomenon in 1982. The implants were found to be ruptured definitively on the left & a high probable rupture on the right. As a result rmeoval is indicated. In addition, the pt also has contracture, ii-iii on the right & class iii on the left.